Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported that the insulin pump returned multiple button error alarms. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was not provided. No further information was provided.